Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcbs). The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).

Event description:
It was reported by a customer in USA that, an 840 ventilator had a blank screen. There was no pt involvement.